Manufacturer narrative:
Phacoemulsification tip has been sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "10-15 minute delay" (no code available). Product problem(s): "message was displayed on screen" (device displays error message). A nurse reported the handpiece did not pass the test. A "flow obstruction" message was displayed. The handpiece was switched out, but the problem persisted. The cassette was then changed but the same message was received. Finally, the phaco tip was changed and the handpiece test was successfully completed. The case was completed with no further incidents. There was a 10-15 minute delay in surgery. No patient harm was reported although the patient was in the operating room and the incision had already been made when the reported issue took place.